Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had a "loose power connection on port 1 of the controller with use of multiple batteries and ac adapter, equipment would not remain secure." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Note: initial submission under this MFR 3007042319-2015-02934 was sent in error. The information reported was submitted for MFR 3007042319-2015-02933 patient identifier (B)(6). This follow up with patient identifier (B)(6) MFR 3007042319-2015-02934 is true and correct. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of 3 reports (3007042319-2015-02934 and 3007042319-2015-02935,02936,) submitted for devices related to the same event.

Event description:
It was reported from the site that the controller changed to the "ii battery" when the "I battery" had greater than 25% capacity still remaining. It was stated that it happened with different batteries on the controller port 1, even after previous battery replacement. Moreover, when a fully charged battery was connected on the controller port 1, suddenly generated a critical battery alarm. Patient replaced the battery, but it did not stop the alarm. It was said that the doctor performed an elective controller exchange and four batteries were replaced from stock. There were no effect on the patient noted. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02934, 3007042319-2015-02935 and 3007042319-2015-02936) submitted for devices related to the same event